Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 6 f sheath in the right common femoral artery. One hour after completion of the procedure, the pt experienced a hematoma, with symptoms including swelling and pain. Intervention consisted of compression for 30 minutes. The event was resolved without further complications.